Event description:
It was reported that a merlin.net transmission revealed farfield r-wave oversensing on the atrial lead. Inappropriate auto mode switch was noted. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.